Manufacturer narrative:
(B) (4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt received decreased therapeutic effect from the baclofen. A catheter dye study was performed and results were inconclusive; fluid possibly present in the pump pocket. The pump was replaced prophylactically to avoid in-vivo battery depletion. The catheter was patent and the hcp was able to aspirate clear fluid during the pump replacement surgery. The pt recovered without sequela. The medication being delivered via the device system was baclofen.